Manufacturer narrative:
Investigation findings: code 114 - removed. H6: investigation conclusion code 4311 - removed.

Manufacturer narrative:
The device was not returned for analysis. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, moderately tortuous right coronary artery. A 2.75x33mm xience prime stent delivery system (sds) was advanced, and the stent was deployed. A distal dissection was noted, so a 2.75x15mm xience prime stent was used to cover the dissection and successfully complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.